Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing, and improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the small batter drive device was broken. During in-house engineering evaluation it was determined that the device failed cannulation and would not accept a gauge, and the device was making a grinding noise. It was noted that the internal components were corroded, the motor was corroded, the coupling head was worn, and the holding flange was worn. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function, check the cannulation, check the attachment coupling, and general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.